Event description:
It was reported the device alarmed with the message "cassette not attached properly". Additional information has been requested on potential patient involvement; no response has been received.

Manufacturer narrative:
Other text: h 10 additional information no patient involvement as event occurred during housing testing and volumetric.

Event description:
Additional information h 10.

Manufacturer narrative:
Other, other text: returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.